Event description:
This case was reported by a consumer and described the occurrence of myeloneuropathy in a (B)(6), male, pt, who received triple salt dental adhesive cream (poligrip extra strength) over a period of 35 years for dentures. A physician or other health care professional has not verified this report. Concurrent medical conditions included diabetes, food allergy-monosodium glutamate-hives, high cholesterol , and hypertension. Concurrent medications included antihypertensive (anti-hypertensive). On an unk date, the pt started triple salt dental adhesive cream (dental). On (B)(6) 2010, the pt experienced myeloneuropathy. This case was assessed as medically serious by gsk. The dose of triple salt dental adhesive cream was reduced. At the time of reporting, the outcome of the event was unk. Poligrip extra strength (marketed as super poligrip ultra fresh in the us) is mfg in (B)(4). The lot number for this product is known; however, it is unk whether the product will be returned for qa testing.

Manufacturer narrative:
(B)(4).